Event description:
It was reported that on (B)(6) 2020, a 27mm epic valve was implanted in a patient. During a follow up on an unknown date in (B)(6) 2023, there were no abnormalities seen. Later on an unknown date in (B)(6) 2023, heart murmur was confirmed at another follow up. On an unknown date in (B)(6) 2023, following a detailed examination it was confirmed patient had valvular regurgitation and structural valve deterioration was suspected. A decision was made on (B)(6) 2023 to perform a surgical valve replacement procedure. The 27mm epic valve was explanted and replaced with a 27mm sjm masters series mechanical valve. The explanted 27mm epic valve was examined and a perforation was observed between the stent and the leaflets. It was also noted a reddish discoloration on the opposite side of the valve cusp where the perforation occurred. The patient status was reported stable and discharged.

Manufacturer narrative:
Explant due to valvular regurgitation and suspected structural valve deterioration was reported. The explanted was reported to have a perforation between the stent and the cusps. The investigation found that cusp 3 was torn with degenerative changes. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification at the tear site or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate degenerative changes at the tear site. The cause of the leaflet tear could not be conclusively determined, however the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm epic valve was implanted in a patient. During a follow up on an unknown date in (B)(6) 2023, there were no abnormalities seen. Later on an unknown date in (B)(6) 2023, heart murmur was confirmed at another follow up. On an unknown date in (B)(6) 2023, following a detailed examination it was confirmed patient had valvular regurgitation and structural valve deterioration was suspected. A decision was made on (B)(6) 2023 to perform a surgical valve replacement procedure. The 27mm epic valve was explanted and replaced with a 27mm sjm masters series mechanical valve. The explanted 27mm epic valve was examined and a perforation was observed between the stent and the leaflets. It was also noted a reddish discoloration on the opposite side of the valve cusp where the perforation occurred.